Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the company representative that the physician's handheld would not upgrade. The "cf card" folder could not be seen on the 8.0 flashcard and the upgrade was unable to proceed any further. The flashcard was removed and reseated. The upgrade was attempted again but the "cf card" folder still could not be seen. The 8.0 software flashcard was removed and the 7.1 flashcard was reinserted and a hard reset was performed. The 8.0 flashcard was replaced and again the "cf card" folder could not be seen. Another 8.0 flashcard was used on the handheld and the upgrade was successful. The non-working 8.0 flashcard was returned to the manufacturer for eval. The cause for the reported complaint is associated with a defective flashcard. A visual analysis of the pcb identified a solder bridge between pins 16 and 41 causing the handheld to not recognize the flashcard when it was inserted. Once the solder bridge was removed, no further anomalies were identified.